Manufacturer narrative:
The investigation for the reported embolism has been completed. However, as the necessary clinical information was not provided and the device was not returned, the root cause could not be determined. As noted in the impella IFU: impella cp with smart assist system. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support during an electrophysiology ablation procedure. During the support, an observation made that there was air visualized in the left ventricle and the aorta after the impella was inserted. No further information provided indicating treatment used to address the issue. Additional information was provided that noted that care was withdrawn and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).